Event description:
The patient reported that she was implanted on (B)(6) 2011 with a vectra-t plate and screws at c5-c6 for bone spurs (cervical), which were causing ongoing neck pain, tingling and numbness in the hands and arms. Within several months following the surgery, the patient began experiencing extreme neck pain, muscle spasms in the neck, headaches, ear pain and fatigue. The patient was subsequently discharged from the care of the surgeon and referred to a neurologist. The neurologist has diagnosed the patient with cervical dystonia and raynaud''s phenomenon. The patient has also seen an allergist. The allergist and neurologist have requested material composition for vectra-t plates, eligiloy clips (in plates), and screws to determine if allergy is the root cause of the symptoms. This report is for 1 unknown plate. This is report 1 of 2 for complaint (B)(4).

Event description:
The device is scheduled for explant on (B)(6) 2013. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The device is scheduled for explant on (B)(6) 2013. The additional information was received on (B)(4) 2013. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown vetra t-plate. Part number, lot number are unknown.

Event description:
Reportedly the patient had a blood test done on an unspecified date and it was discovered the patient highly reactive to both cobalt and nickel. On (B)(6) 2013, the patient underwent surgery and the hardware was explanted. One week post surgery, the had no further pain, spasms, or swelling and have been off all prior medications. This report is for an unknown vectra t-plate.